Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: moisture evident behind display lens. Due to internal moisture contamination pump is unresponsive with both returned battery cap and test battery cap. No audible tone, no vibration and a blank display upon power up attempt. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and on underside of battery cap. Unable to perform "download" or complete checklist steps due to internal moisture damage /unresponsive pump. Leak test shows leak at battery compartment cracks. Removed pump case, evidence of moisture contamination throughout inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.